Event description:
A dialysis facility nurse reported that a system 1000 hemodialysis machine infused less heparin than programmed. There was no patient injury or medical intervention associated with this incident.